Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump¿s display was solid white. The customer¿s blood glucose level was unknown at the time of the incident. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Unit was received with blank flashing white lcd due to crack on lcd controller. Unable to verify missing segments/ partial display due to blank flashing white lcd. Unit was received with cracked retainer, minor scratched display window and scratched case.